Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic damage to the driveline's silicone sleeve cannot be conclusively determined through this investigation as no photos were provided and no product was returned for evaluation. During a telemedicine visit on (B)(6) 2020, the patient indicated that their driveline had a small tear in the silastic sleeve. It was recommended that the patient cover the afflicted area with black electrical tape until they could be seen in the clinic, where the electrical tape would be replaced with silicone rescue tape. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline and discuss damage due to wear and fatigue of the driveline. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 12feb2015. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This information was received from medwatch reports (B)(4) and (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
User facility medwatch received states the patient indicated that there was a small tear to external covering of the ventricular assist device (vad) driveline. It was recommended to cover the tear with black electrical tape and it will be replaced with silicone on next office visit.